Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (leg), while wearing the pod between 49 and 71 hours. The site was reported to be swollen, painful and red with the redness spreading down to the knee and around the back of the leg. On (B)(6) 2026 the patient contacted the urgent medical helpline (111) and had a telehealth appointment with a doctor. The patient was prescribed flucloxacillin 500 mg to be taken 4 times a day. On (B)(6) 2026 the patient attended a pre-scheduled appointment with a diabetes nurse, during which the patient mentioned that the infection had not yet cleared up. The patient was prescribed a further 7-day course of flucloxacillin.